Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not working. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they were requesting onsite support by a field service engineer (fse) to evaluate and service the issue. This investigation is ongoing.

Manufacturer narrative:
H10: e1- (B)(6) hospital.

Manufacturer narrative:
The field service engineer (fse) went to the customer site and confirmed in their activity report that the touchscreen would need to be replaced. Additionally, in a good faith effort (gfe) response, it was clarified that the device at the time of the event was outside of use. In an additional gfe response received, the fse stated that the touchscreen had been replaced to resolve the issue. Following the part replacement, the fse completed a performance verification test (pvt), which the device passed, confirming a return to full functionality for the device. The investigation concludes that no further action is required at this time, with the reported issue being resolved and the device returning to full functionality. If additional information is received the complaint file will be reopened.